Event description:
(B)(4). It was reported that during a carotid artery stenting treatment procedure the patient experienced hypotension and bradycardia. The target lesion was located in the ostium of the left internal carotid artery with 90% stenosis, a length of 15 mm, and a reference vessel diameter of 6 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 10%. During the procedure, the patient experienced bradycardia and hypotension. The patient was treated with medication and the event resolved without residual effects the same day. The patient was discharged the next day. In the opinion of the physician the relationship of the event to the carotid wallstent is probable and the relationship to the filterwire is unrelated.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).